Event description:
Reportedly, the surgeon encountered issues during an anterior lumbar fusion with the synfix-lr 15mm at l4-l5 and the antegra construct at l5-s1. After inserting the spacer, the surgeon attached the 12mm synfix mini-open fixed handle aiming device and used the low profile u-joint awls for the trajectory of the screws. The surgeon inserted the downward synfix-lr 4.0mm ti locking screw 15mm. He had difficulties inserting the upward right synfix-lr 4.0mm ti locking screw 20mm at l4. The surgeon removed the upward right synfix-lr 4.0mm ti locking screw 20mm at l4 because he felt it was too short. He attempted a synfix-lr 4.0mm ti locking screw 25mm screw instead, which did not advance all the way through. The surgeon then decided to remove the aiming device and both the 15mm and 25mm synfix-lr 4.0mm ti locking screws. When attempting to remove the synfix-lr 4.0mm ti locking screw 25mm screw the plate came off of the synfix-lr spacer. The surgeon removed the spacer and implanted a new synfix spacer with an anterior plate. The surgeon assembled the new aiming device on the plate and inserted all the new screws. He still had difficulty with the upper right screw (synfix-lr 4.0mm ti locking screw 20mm) at l4. After reviewing the final fluoroscopy image, the surgeon decided to replace the l4 top right screw. The surgeon was unable to replace the screw because the screw stripped when trying to remove it. The surgeon elected to leave the stripped screw implanted. The procedure was successfully completed without any reported patient harm. The reported event resulted in a 15-minute delay. It is unable to determine which of the aiming devices is the suspect device. This is report 6 of 12 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional manufacture date: jan 5, 2009. A review of the device history records was completed: (B)(4)(presently (B)(4)) manufactured the 12mm synfix mini-open fixed handle aiming device. The certificates of compliance indicate the lots were manufactured and conformed to specifications, per the synthes assembly drawing. The lots were inspected and conformed to the synthes tabulated incoming final inspection sheet. There were no complaint-related issues, material review reports, or non-conformance reports associated with these lots. A product development evaluation was completed: the applicable technique guide was reviewed. Detailed instructions are provided for proper mounting method and use of the aiming device, including indications for positioning as well as note for making sure that aiming device is fit snugly against the plate without over tighten. Upon inspection of received part 03.802.202 (lot# 74563), no visible damage to the part was seen that may have contributed to a connection or attachment problem (alignment) with the implant which may potentially result in the difficulty reported. The two returned coupling devices (part 03.802.200) were assembled into the returned aiming device and no interaction problems were noted. Also the remaining instruments (awls and screwdrivers) were inserted in the orifices of the aiming devices and no interaction problems were noted. It is not clear if the aiming device was properly tightened as explained in the technique guide or if the implant coupling knob was secured; if it is used in loosened state may also contribute to cause improper opening of the cortex and subsequent difficulties as reported. The applicable tabulated and associated drawings were reviewed. These drawings detail the appropriate dimensions, materials, and finishing processes. Additionally, the interface between the aiming device and the implant plate, as well as the tolerances between the aiming device orifice and the diameters of the used screws were verified, no potential design issues between these components were found. The aiming device design is adequate for its intended use and did not contribute to this complaint. In conclusion, based on the evaluation results, the reported condition was not confirmed on received device, it is not clearly determined how the difficulty experienced occurred however the design of reported device was found to be adequate for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.